Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. The customer has not decided on sending their device back to physio-control for further evaluation. The device has not been returned to physio and it is unknown if it will be returned. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was showing the attention icon. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted to a level which may not support effective delivery of defibrillation energy. There was no report of any patient use associated with the reported issue.